Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed low battery and power loss alarms due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No unexpected replace battery now or battery failed alarms noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that there was constant change of battery on insulin pump and customer checked the battery cap and did all troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.